Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00409.

Event description:
It was reported that the a translation screw and plug were cross-threaded during final tightening within surgery. No patient injury or adverse event is associated with this report. No further information is available. This is report two of two for this event.